Manufacturer narrative:
A repair quote was sent to the customer; however, they have not responded to set up a time for repair. No conclusion can be drawn as conclusive repair info is available at this time.

Event description:
The fse reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury of death was reported related to this event.